Event description:
Customer reported that buttons were sticking on their device. There was no reported impact to the customer¿s blood glucose level. Customer declined a callback, and no further action was required.